Manufacturer narrative:
Corrected information is provided the host module is part of the system and thus not a concomitant medical product. Evaluation summary. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The host was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned sample revealed significant amounts of dust in the returned module. Prior to any testing, the voltage of the returned host was measured and found to be within specification. The returned sample was then installed into a calibrated system hotbed. The system was powered on and no nonconformities were observed. The memory diagnostic test was then performed successfully. This was followed by the toshiba/fujitsu hard drive test, which also revealed no nonconformities. Finally, a 12 hour burn-in was performed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the phaco phase of a surgery, the screen of the system became black and it crashed down. The surgery was completed with another system and there was a delay. There was no patient harm. Simultaneously, the system was restarted and this took considerably longer than usually. The same system was used for the following surgery on this day and it crashed again. This is the one of two reports being filled for the same facility. This file is for the first surgery.